Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unexpected contamination. The suction channel tested positive for less than 20 colony forming units (cfus) of paracoccus yeei and more than 20 cfus of delftia on april 4th, 2026. The air/water channel tested positive for less than 20 cfus of micrococcus luteus and chryseobacterium on (B)(6), 2026. The suction channel tested positive for more than 20 cfus of non-fermenting delftia and 7 cfus of candida parapsilosis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.